Event description:
Treatment of an avm. It was reported after 20 minutes of onyx injection with onyx reflux, the catheter fractured approximately 24cm from the distal tip during removal and the broken segment remained in the patient. Same event as MDR# 2029214-2012-00078.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).